Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient's drg lead had migrated. Surgical may be pending.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leadss; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm slimtip implant lead kit, abt model: mn10450-50a, UDI: (B)(4) serial: (B)(4) batch: 8343769.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.